Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8100 unit serial # (B)(4). Case resolution: tech has error code 242.4030 on 8100 unit, which has to do with motor stall on unit, first to replace is the ail sensor if the error continues next to replace is the motor controller board, once both parts are replace and still get same error next is the logic board which is the main board on unit has to be replace.